Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at the needle hub. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: it's noticed that blood leakage at the needle hub after completed puncture on the patient.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at the needle hub. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: it's noticed that blood leakage at the needle hub after completed puncture on the patient.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7019422. Our have detected a trend for this issue occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be obtained from previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.